Event description:
Received info regarding a 'cartridge alarm 19' during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.